Event description:
It was initially reported that the patient had a power-on-reset (por) condition on their implantable neurostimulator ind) with a 'call your doctor' icon message was seen on the patient's programmer. He also stated that he had stimulation on the right side where his targeted coverage for his pain was on the left side. It was noted that the patient recently had a period where he did not recharge his ins. It was subsequently reported that the patient met with the company representative on (B)(6) 2012, where it was noted that the ins battery was overdischarged and stated that he had 'lengthy' recharging time. The battery was reset and the patient reprogrammed where it was reported that the patient left 'happy'. Follow up information received reported that the patient again met with the company representative during the week of (B)(6) 2012. It was noted that the patient recently had a fall and lost coverage to his left arm. Impedances were observed to be 'increased' in the left lead (electrodes #6 and 8). There were no further issues recharging. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-45, serial #(B)(4), implanted: (B)(6) 2010, explanted: na, lead model 3777-45, serial #(B)(4), implanted: (B)(6) 2010, explanted: na, programmer model 37743, serial #(B)(4), recharger model 37752, serial #(B)(4). (B)(4).